Event description:
It was reported that cardiac tamponade and pericardial effusion occurred. The procedure was performed under conscious sedation. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. During the procedure, upon going transeptal, the patient went into ventricular tachycardia and was prepared to shock to return to sinus rhythm. The physician confirmed that he was in the ventricle and rhythm returned to sinus rhythm without shocking. The physician was struggling to engage the appendage and was finally able to see under intracardiac echocardiography (ice) imaging that was also in the left atrium. Prior to taking an angiogram there were multiple requests to check for effusion but the physician felt it was not needed. An angiography was performed, and sizing selection was confirmed by the physician. At this time the patient went into respiratory arrest and there was visible fluid in the transverse sinus. The physician prepared the 24mm watchman flx pro closure device and deployed. The patient went into a heart rate in the 30s and then became tachycardiac. The code protocol was run and patient was shocked. At this time cardiac tamponade was confirmed. The closure device was deployed and confirmed to have met position, anchor, seal and size (pass) criteria. After release of the 24mm closure device a pericardiocentesis was performed and 800cc of bright red blood were drained. The patient was left intubated and admitted into cardiac intensive care unit (ICU). The patient has since been discharged and is expected to fully recover. It was further reported that the patient never lost their rhythm; they were cardioverted out of supraventricular tachycardia (svt) but never lost heart rate. It was further reported the respiratory distress was suspected from the svt.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code f2303 resuscitation removed. H6: patient code e0602 cardiac arrest removed.

Event description:
It was reported that cardiac tamponade and pericardial effusion occurred. The procedure was performed under conscious sedation. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. During the procedure, upon going transeptal, the patient went into ventricular tachycardia and was prepared to shock to return to sinus rhythm. The physician confirmed that he was in the ventricle and rhythm returned to sinus rhythm without shocking. The physician was struggling to engage the appendage and was finally able to see under intracardiac echocardiography (ice) imaging that was also in the left atrium. Prior to taking an angiogram there were multiple requests to check for effusion but the physician felt it was not needed. An angiography was performed, and sizing selection was confirmed by the physician. At this time the patient went into respiratory arrest and there was visible fluid in the transverse sinus. The physician prepared the 24mm watchman flx pro closure device and deployed. The patient went into a heart rate in the 30s and then became tachycardiac. The code protocol was run and patient was shocked. At this time cardiac tamponade was confirmed. The closure device was deployed and confirmed to have met position, anchor, seal and size (pass) criteria. After release of the 24mm closure device a pericardiocentesis was performed and 800cc of bright red blood were drained. The patient was left intubated and admitted into cardiac intensive care unit (ICU). The patient has since been discharged and is expected to fully recover. It was further reported that the patient never lost their rhythm; they were cardioverted out of supraventricular tachycardia (svt) but never lost heart rate.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code f2303 resuscitation removed. H6: patient code e0602 cardiac arrest removed.

Event description:
It was reported that cardiac tamponade and pericardial effusion occurred. The procedure was performed under conscious sedation. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. During the procedure, upon going transeptal, the patient went into ventricular tachycardia and was prepared to shock to return to sinus rhythm. The physician confirmed that he was in the ventricle and rhythm returned to sinus rhythm without shocking. The physician was struggling to engage the appendage and was finally able to see under intracardiac echocardiography (ice) imaging that was also in the left atrium. Prior to taking an angiogram there were multiple requests to check for effusion but the physician felt it was not needed. An angiography was performed, and sizing selection was confirmed by the physician. At this time, the patient went into respiratory arrest and there was visible fluid in the transverse sinus. The physician prepared the 24mm watchman flx pro closure device and deployed. The patient went into a heart rate in the 30s and then became tachycardiac. The code protocol was run and patient was shocked. At this time cardiac tamponade was confirmed. The closure device was deployed and confirmed to have met position, anchor, seal and size (pass) criteria. After release of the 24mm closure device a pericardiocentesis was performed and 800cc of bright red blood were drained. The patient was left intubated and admitted into cardiac intensive care unit (ICU). The patient has since been discharged and is expected to fully recover.

Event description:
It was reported that cardiac tamponade and pericardial effusion occurred. The procedure was performed under conscious sedation. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. During the procedure, upon going transeptal, the patient went into ventricular tachycardia and was prepared to shock to return to sinus rhythm. The physician confirmed that he was in the ventricle and rhythm returned to sinus rhythm without shocking. The physician was struggling to engage the appendage and was finally able to see under intracardiac echocardiography (ice) imaging that was also in the left atrium. Prior to taking an angiogram there were multiple requests to check for effusion but the physician felt it was not needed. An angiography was performed, and sizing selection was confirmed by the physician. At this time the patient went into respiratory arrest and there was visible fluid in the transverse sinus. The physician prepared the 24mm watchman flx pro closure device and deployed. The patient went into a heart rate in the 30s and then became tachycardiac. The code protocol was run and patient was shocked. At this time cardiac tamponade was confirmed. The closure device was deployed and confirmed to have met position, anchor, seal and size (pass) criteria. After release of the 24mm closure device a pericardiocentesis was performed and 800cc of bright red blood were drained. The patient was left intubated and admitted into cardiac intensive care unit (ICU). The patient has since been discharged and is expected to fully recover. It was further reported that the patient never lost their rhythm; they were cardioverted out of supraventricular tachycardia (svt) but never lost heart rate. It was further reported the respiratory distress was suspected from the svt.

Manufacturer narrative:
H6. Patient code updated from e0741 respiratory arrest to e0743 respiratory insufficiency. B5. Describe event or problem: updated with additional information received h6: impact code f2303 resuscitation removed. H6: patient code e0602 cardiac arrest removed.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0037517357. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (bradycardia, tachycardia), pericardial effusion with cardiac tamponade, (additional device required) perforation, and respiratory distress/insufficiency (intensive care, hospitalization). Risk review: a risk review was completed and confirmed that the events of arrhythmia (bradycardia, tachycardia), pericardial effusion with cardiac tamponade, perforation, and respiratory distress/insufficiency were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that cardiac tamponade and pericardial effusion occurred. The procedure was performed under conscious sedation. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. During the procedure, upon going transeptal, the patient went into ventricular tachycardia and was prepared to shock to return to sinus rhythm. The physician confirmed that he was in the ventricle and rhythm returned to sinus rhythm without shocking. The physician was struggling to engage the appendage and was finally able to see under intracardiac echocardiography (ice) imaging that was also in the left atrium. Prior to taking an angiogram there were multiple requests to check for effusion but the physician felt it was not needed. An angiography was performed, and sizing selection was confirmed by the physician. At this time the patient went into respiratory arrest and there was visible fluid in the transverse sinus. The physician prepared the 24mm watchman flx pro closure device and deployed. The patient went into a heart rate in the 30s and then became tachycardiac. The code protocol was run and patient was shocked. At this time cardiac tamponade was confirmed. The closure device was deployed and confirmed to have met position, anchor, seal and size (pass) criteria. After release of the 24mm closure device a pericardiocentesis was performed and 800cc of bright red blood were drained. The patient was left intubated and admitted into cardiac intensive care unit (ICU). The patient has since been discharged and is expected to fully recover. It was further reported that the patient never lost their rhythm; they were cardioverted out of supraventricular tachycardia (svt) but never lost heart rate. It was further reported the respiratory distress was suspected from the svt.